Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not admitted to the hospital for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, (1 gram, (ip) intraperitoneally, day 0 , day 3 and day 7 ), injection amikacin (ip, 250 mg, 1st day, 125 mg 2nd day continue until 14 days, once daily) and injection meropenem (500 mg, intravenously, 3 times). At the time of this report, the patient was recovering, and dianeal/extraneal therapies were ongoing. No additional information is available.